Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-70; serial number: (B)(4); batch/lot number: 5141344; model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient underwent a lead revision procedure for an unknown reason.